Manufacturer narrative:
The initial reporter's information was not provided.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The advocate stated the customer received a high out of range control result of 178mg/dl on his contour next link meter. The meter did not mark it as a control test and the reading was sent to the insulin pump as a blood result. No adverse event was alleged. The issue was resolved during the call. New strips were sent. No product is expected to be returned for evaluation.